Manufacturer narrative:
(B)(4). Device evaluated by MFR: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure, contrast medium and blood was visible within the balloon. A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was identified 21.5mm distal to the distal edge of the proximal markerband and extended 5mm distally along the balloon material. A visual and microscopic examination could find no issue of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2017. It was reported that balloon leakage occurred. The target lesion was located in the basilic vein. A 7.0 x 80, 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was inflated and contrast medium was noted to be leaking from the balloon. Deflation and presence of blood in the inflator was noted. The device was removed and the procedure was completed with another 7.0 x 80, 75cm mustang¿ balloon catheter. No patient complications were reported and patient's status was normal. However, returned device analysis revealed longitudinal balloon tear.